Event description:
It was reported that the pt was intubated in the emergency department. The pt was taken to the intensive care unit, and the cuff is leaking but trying to maintain enough pressure.

Manufacturer narrative:
The lot no. Is unk. The tube was discarded, and therefore unavailable for failure investigation. No analysis or conclusions can be drawn without the device or the lot number. If the lot number is obtained the MFR will review the lot history records. It is not known if cuff inflation pre-testing was performed on the tube as specified in the manufacturers directions for use. If new or significant info is gained at the conclusion of the complaint investigation, a follow-up report will be submitted.